Event description:
The customer stated that he was hospitalized after being involved in a car accident. The customer's blood glucose reading was 25 mg/dl when he got to the hospital. Troubleshooting was performed, and the time was off by an hour. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. The customer was unable to confirm the bolus or basal rate delivery totals due to bad eyesight. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.